Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, data was received and downloaded on (B)(4) 2015. A review of the downloaded data log did not confirm the reported event of an intermittent out of range signal.